Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing lead impedance and loss of capture (loc). No greater than two seconds asystole was noted. Additional information was received and indicated that an acute inflammatory response in the lead tip or tissue interface area was suspected. The lead had high pacing threshold measurement and normal range impedance with pacing system analyzer (psa). Normal connections was also noted. The lead was explanted and replaced. The device was reprogrammed and remains in service. No adverse patient effects were reported.